Event description:
It was reported there was an impedance measurement of over >40,000 ohms. It was noted the patient had a replacement of their implantable neurostimulator (ins) 7 days prior to report due to normal end of life. It was noted the patient felt they were not getting appropriate therapy. It was stated there was >40,000 on all unipolars except for c/0. It was noted it was the left lead. It was stated there was an open circuit. It was noted the right lead was fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was an open circuit. It was noted it was attributed to the extension. It was stated there were impedance measurements of >40,000 ohms on c<(>&<)>1, c <(>&<)>2, c<(>&<)>3, and 0<(>&<)>1. It was noted there was presumed dislodgement/migration with the lead/extension but they were awaiting the outcome. It was noted an x-ray was ordered on (B)(6) 2014 but the results were not known. It was stated there was an open circuit after battery replacement on (B)(6) 2014. It was noted the patient's settings were changed and they would follow-up with the neurosurgeon. It was stated the patient had no response to the deep brain stimulator (dbs). It was noted the patient did not require hospitalization due to the event and they had no injury.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v616863, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v616863, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60,# serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v616863, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v616863, implanted: (B)(6) 2011, product type: lead. (B)(4).